Manufacturer narrative:
By observing the returned broken pipelle tip, it appears that the pipelle has been broken at the roughening part. This medical device is currently roughened on the last 3 cm on its' extremity. The first hypothesis is that the roughening process could have weakened the medical device. So we checked the process of roughening; the parameters of roughening machine are adjusted to avoid to roughen too much the tip of the medical device that could lead to a too small thickness of the extremity of the device. The parameters applied on this batch were conformed to the specifications. The second hypothesis is an error of an operator. However, we checked the DHR and found no deviation in the process. Furthermore, it's been at least 4 years since we've had this type of incident with (B)(4) units sold since 2012. The most probable root cause is an error during the use of the device: the tube may be weakened by a sharp object before use.

Event description:
Patient presented for endometrial biopsy for research clinical trial therapeutics txc (B)(6). When the pipelle was withdrawn, 3.5cm of the outer sheath was missing and was retained in the endometrial cavity. The patient required a hysteroscopy d&c under general anesthesia to retrieve the sheath.